Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was between 52 mg/dl. Customer also reported that they had issue with sensor and they received sensor updating/sg value not available alert and change sensor alert. It was unknown that the customer was not using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.